Manufacturer narrative:
An event regarding incorrect selection involving a ceramic head was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that the a 36mm head was implanted in error. It was reported that a 36mm head was implanted during a revision surgery for a malpositioned stem ((B)(4)). After surgery, it was noted that the head was revealed the head was eccentric to the cup. On further review of the original implant log it was noted that a 32mm liner had been implanted during the original case. The patient was revised again to exchange the 36mm -5 head to a 32mm +4 head in order to fit the 32 liner implanted from the primary hip done back in (B)(6). No further investigation is required at this time. If additional information becomes available or devices are returned, this investigation will be reopened.

Event description:
A revision was performed last night by dr. (B)(6). On patient's left hip due to a malpositioned stem. The case was performed without incidence and a restoration modular hip stem was implanted with a 36mm -5 delta head. Today the x-ray revealed the head was eccentric to the cup. During the revision it was noted a +10 metal head 36mm was explanted which now a miscommunication of the catalog number may have caused the use of the incorrect trial. A trial was perform the entire case with a 36mm head unknowingly in a 32mm liner. After further review of the original implant log today it appeared that a 32mm liner was implanted during the original case. This incident has been discussed with dr.(B)(6). Today and the plan is to revise the head to the correct size. Patient was revised to exchange the 36mm -5 head to a 32mm +4 head in order to fit the 32 liner implanted from the primary hip done back in may. The exchange was performed without any issues.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
A revision was performed last night by dr. (B)(6) on patient's left hip due to a malpositioned stem. The case was performed without incidence and a restoration modular hip stem was implanted with a 36mm -5 delta head. Today the x-ray revealed the head was eccentric to the cup. During the revision it was noted a +10 metal head 36mm was explanted which now a miscommunication of the catalog number may have caused the use of the incorrect trial. A trial was perform the entire case with a 36mm head unknowingly in a 32mm liner. After further review of the original implant log today it appeared that a 32mm liner was implanted during the original case. This incident has been discussed with dr. M. Today and the plan is to revise the head to the correct size. Patient was revised to exchange the 36mm -5 head to a 32mm +4 head in order to fit the 32 liner implanted from the primary hip done back in may. The exchange was performed without any issues.